Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient, implanted with this pacemaker system, had experienced occasional dizziness. It was noted that the patient underwent a therapy downgrade from an implantable cardioverter defibrillator (ICD) system to this pacemaker system, and the chronic right ventricular (rv) defibrillation lead was kept for rate/sense. It was noted that the lower rate limit (lrl) was 40 beats per minute (bpm) and the rv lead was currently programmed to unipolar. Rv non-capture was observed at 7.5v, however sensing appeared appropriate at 7-9 mv. Threshold measurements could not be obtained at the patient's previous device check in (B)(6) 2022. The presenting egm revealed auto lead detect oversensing. Impedance trends showed high out-of-range right atrial (ra) and right ventricular (rv) pace impedance measurements greater than 3,000 ohms for the past year, however patient records do not indicate that a right atrial (ra) lead was implanted. It was suspected that the rv impedance measurements had been out of range since the device changeout procedure, as ald was not satisfied. Histograms and rate counts also showed a high heart rate. However, there were no noise or v-tachy events were stored, and review of settings confirmed v-tachy storage was on. Technical services (ts) reviewed troubleshooting options, programming considerations, and possible causes. This pacemaker system remains in service. No additional adverse patient effects were reported.